Manufacturer narrative:
Date of submission 11/02/2017 the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump current draws were measured within specifications. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked with moisture. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.